Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, incorrect fuses on power supply, worn-out socket, olympus lamp life meter reading over 500+hours, lens stains, corrosion on lamp door, corrosion on bottom chassis, corrosion on top cover, and fuse component on alternating current inlet of the power supply were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that all lights on the evis exera ii xenon light source were flashing. In addition, the narrow band imaging blue light failed to return to its original position. The event occurred during an unknown procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of all the lamps lighting up/flashing could not be identified, nor could the phenomenon be confirmed/duplicated. A definitive root cause of the fuse component part on the ac inlet being burned could not be identified. However, itâ¿¿s likely the cause is related to the customer using the wrong fuse. Olympus will continue to monitor field performance for this device.